Manufacturer narrative:
Method: device not returned, discarded. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The sales rep learned of this event through a phone call from the hospital requesting a replacement. The explanted device is not going to be returned because it was discarded by the hospital. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring.

Event description:
Reportedly, the device was explanted at implant, replaced by a valve. The surgeon did not consider this a malfunction of the device. On (B)(6) 2011, the operative report was received and it was learned that "the patient had 4+ mitral regurgitation, also 4+ tricuspid regurgitation. He was in chronic atrial fibrillation and had a pacemaker. I initially did a quadrangular resection and ring annuloplasty for repair, but after coming off bypass, results were not satisfactory, so I went back and replaced the valve with a porcine tissue valve".